Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted in the patient. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that approximately five months post filter implant, CT imaging demonstrated that the ivc filter appeared to be tilted on its side and a filter limb was penetrating through the caval wall into the adjoining duodenum. The patient was reported to be asymptomatic and the finding was incidental.